Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose value was 68 mg/dl. Customer states the display was not blank less than 30 seconds and returned. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states display was blank currently. Customer states they removed the battery and used new one still not turning on. Customer states insulin pump had little crack but still able to lock in place when inserted into the insulin pump. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device also received with cracked case(battery tube) and cracked battery tube threads.